Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. The customer was unable to resolve the issue despite receiving instructions from technical support, which included loading a new cartridge; the cartridge alarm recurred. Consequently, technical support arranged for a replacement pump and cartridge to be sent to the customer, along with guidance on backup therapy using multiple daily injections (mdi) to ensure continuous insulin delivery. The customer was advised on how to return the malfunctioning pump and understood the instructions for storing the old pump and using the replacement.